Event description:
It was reported that the cable sheath of the camera head was broken. The reported malfunction occurred during cleaning and disinfection of the device prior to a diagnostic hysteroscopy procedure that was completed using the same set of equipment. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to the repair site for evaluation and the customer's allegation was confirmed. The evaluation also identified rust on the adapter of the subject device. A definitive root cause for all evaluation findings was unable to be determined. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the cable sheath of the camera head was broken. The reported malfunction occurred during cleaning and disinfection of the device prior to a diagnostic hysteroscopy procedure that was completed using the same set of equipment. There were no reports of patient injury or medical intervention associated with this event.